Event description:
The pt was implanted with a left ventricular assist device. An intermacs report was received which indicated that the pt's pump parameters were "abnormal" (low pulsatility index with normal powers). Eventually, the power increased dramatically. A transthoracic echocardiogram was conducted and this test revealed that there was no flow through the pump. The device tracking form was received and stated: on (B)(6) 2013, the pt expired due to multi system organ failure and cardiogenic shock. Additional information from the importer report: vad parameters abnormal, initially with low pi and normal powers. Eventually, powers increased dramatically, suggesting thrombosis. Tte revealed no flow through the vad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. The attached user facility report was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. Additional information from the importer report: patient ID: (B)(6). Serial # (B)(4), other # vad-9864. (B)(6).